Manufacturer narrative:
D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe had a syringe needle connectivity issue. The following information was provided by the initial reporter: the syringes with needles manufactured by you have caused problems on several occasions, but yesterday I used two syringes in a row, I went to inject the liquid and at that moment the syringes burst, leaking the liquid, the needle remained in the injection site and the syringe came loose, two syringes in a row, irresponsibility of the company in manufacturing.

Manufacturer narrative:
Investigation results: root cause couldn't be determined due to unavailability of sample information. A complaint history review cannot be performed as no material and batch/lot number was provided. A DHR review cannot be performed as no material and batch/lot number was provided. Based on limited information available after multiple unsuccessful attempts to obtain - unable to assess the rm documentation.

Event description:
No additional information.